Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported mechanical issue and gripper line break in this incident could not be determined. The slda appears to be related to patient morphology/pathology. The partial clip movement was a result of the device damaged by another device and the damaged was due to the user technique. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Cds0601-xtr 90108u257 referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip opened when locked and the single leaflet device attachment (slda). It was reported that the patient presented with degenerative mitral regurgitation grade 4, and a large posterior leaflet prolapse and flail. The first mitraclip (cds0601-xtr 90108u258) was implanted; however, while removing the clip delivery system post deployment, the clip opened and detached from the posterior leaflet, while remaining attached to the anterior leaflet (slda). Additionally, at some point during the procedure, the gripper line tore, but was completely removed without issue. As treatment for the slda, a second clip (cds0601-xtr 90108u257) advanced for placement, but during placement. Interacted with the first, moving its orientation on the anterior leaflet. The clip was implanted without further issues and remained stable and well seated at the intended area. Two additional clips were implanted, reducing mr to trace. There was no reported adverse patient effect or a clinically significant delay in procedure. The patient remained stable. No additional information was provided regarding this issue.